Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The image oscillation was corrected. The system was tested and operates as intended.

Event description:
The customer reported that the image disappeared on the stenoscop system when the scope pedal was pressed. No pt injury was reported.